Event description:
The account alleged that the bed exit did not alarm when the patient left the bed. The account is not aware of any injuries.

Manufacturer narrative:
The account states that the bed has the old style patient positioning monitor system (with sensor strips on the sleep surface) and the account is using an (B)(4) mattress. Technical support informed the account that an (B)(4) mattress is not designed to operate with the old style patient positioning monitor system and the bed would need to be upgraded to a load beam based system. The account removed the (B)(4) mattress from the bed but they are still having a problem due to the sensor strips being damaged by the (B)(6) mattress. The account is considering upgrading their bed to a load beam based patient positioning monitor system.